Event description:
The customer reported to beckman coulter (bec) that there was a leak of clear fluid (50 ml) from the coulter lh 750 hematology analyzer on the counter and floor. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing a laboratory coat, gloves and goggles at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No patient samples were affected. No erroneous results were generated in connection with this event. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found cut black-stripe tubing through valve vl46b. The fse replaced the tubing and cleaned up diluent. Only diluent goes through this tubing, there was no blood spilled due to the cut tubing. The instrument was verified with a startup, latron, controls, and reproducibility. Failure mode was attributed to cut black-stripe tubing through valve vl46b. (B)(4).